Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the autotome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the autotome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: investigation results the returned autotome rx 44 was analyzed, and a visual and microscopic inspection found that the working length was torn from the pierce hole causing the wire anchor to displace from its original position, but the cutting wire was not broken. Media analysis found that the wire anchor was displaced from its original position. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was not confirmed. It was found that distal pierced hole was torn (working length torn) and the condition limits the overall performance of the device making the device unable to cut. The working length torn at the pierce hole could have been generated by submitting the catheter to tension forces during the handle actuation and bowing the device without being completely out of the scope that led to tear. And displaces the cutting wire anchor from its position. Based on all gathered information, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.